Event description:
During evaluation of a returned half day infusor, leak was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the lot 13d064 was manufactured april 22, 2013 - april 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned for evaluation. During visual inspection, leak was observed due to broken tubing at the junction of the luer. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of leak was confirmed. The cause was determined to be broken tubing near the set-cap. The cause of the broken tubing cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.